Event description:
The pt experienced a loss of therapeutic effect. Impedance measurements showed >4000 ohms on some of the bipolar leads. A revision was performed. No problems or issues were reported following the revision procedure.

Manufacturer narrative:
(B) (4).